Event description:
It was reported that the patient implanted with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise. No therapy was delivered. Additional information received indicates that the s-ICD system had noise oversensing, leading to some inappropriate electric shocks. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode severed was thoroughly inspected and analyzed. Only the proximal segment was returned. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise. No therapy was delivered. Additional information received indicates that the s-ICD system had noise oversensing, leading to some inappropriate electric shocks. An electrode fracture was suspected to be the cause. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates that there were concerns of delayed wound healing. It was reported gradually progressing redness at the top portion of the incisional site. Image received shows mild site redness at the top of the site. No drainage or swelling noted. The patient was treated with medication and no additional adverse events were reported.

Event description:
It was reported that the patient implanted with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise. No therapy was delivered. Additional information received indicates that the s-ICD system had noise oversensing, leading to some inappropriate electric shocks. An electrode fracture was suspected to be the cause. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates that there were concerns of delayed wound healing. It was reported gradually progressing redness at the top portion of the incisional site. Image received shows mild site redness at the top of the site. No drainage or swelling noted. The patient was treated with medication and no additional adverse events were reported.